Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported event by observing that the b/f wash probe 4 was not seated properly. The fse reseated the b/f wash probe 4. The instrument was validated by running quality controls (qc) and patient samples. The qc results passed and were within published ranges. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000 operator's manual under appendix 4: error messages states the following: 2242 - b/f probe 4 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 01mar2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the search period. The probable cause of the reported event was due to the b/f wash probe #4 no being fully seated.

Event description:
A customer reported getting error message 2242 b/f probe purge failure on the aia-2000 instrument. The customer was not able to get the analyzer to run at all. The customer tried to perform primes of the wash and diluent solutions, and cleaned the b/f probes, but the error message persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth), follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), luteinizing hormone (lh ii), and cardiac troponin I (ctnl 2:) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
An event reported to the agency on 30-apr-2019 was incorrectly filed under MFR report #: 8031673-2019-00138. The correct MFR report number is 8031673-2019-00179. The correct manufacturer report number was submitted to the agency on 02-aug-2019.